Event description:
Healthcare professional additionally reported capsular contracture, baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified broken crease sharp on posterior, stress marks, missing shell (0-25%), creases fold and wear abrasion. Based on the device analysis the final assessment is: a broken crease sharp on posterior assessed as fold flaw opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left side rupture¿. Device has been explanted.